Event description:
The facility reported a colleague infusion pump with failure code 814:04, which was identified during bio-med testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. This condition was caused by the pump's air in line printed circuit board being unplugged from the pumphead module printed circuit board. The air in line printed circuit board was reconnected to the pumphead module printed circuit board to correct the reported condition.